Manufacturer narrative:
On-site investigation was performed by our field service engineer and it was confirmed that the wheels of the ventilator were locked and the ventilator was placed outside the safety line at the time of the event although the operator felt that the mobile cart was moving. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Further, the ventilator was checked and as a consequence the expiratory valve coil was determined defective causing the pre-use check failures. The defective part was replaced and the unit was returned for clinical use. No log files have been provided and the replaced part has not been returned. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. Moreover, multiple tests failed during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).